Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys troponin t hs assay on a cobas e 801 analytical unit. The sample initially resulted in a troponin t hs value of 14.5 ng/ml. One hour later, a second sample draw of the same patient resulted in a troponin t hs value of <5 ng/ml, accompanied by a data flag. The first sample was then repeated, resulting in a troponin t hs value of <5 ng/ml, accompanied by a data flag. No questionable result was reported outside of the laboratory. The troponin t hs reagent lot was 640989 with an expiration date of 31-jan-2023.

Manufacturer narrative:
The last calibration performed on (B)(6) 2022 was acceptable with no alarms. Quality control recovery was acceptable, showing no indication of an instrument or reagent performance issue. Upon review of the alarm trace, multiple "abnormal aspirations", "sample clot detection" and "sample short" alarms were observed. These are indicators for possible poor sample quality. The field service engineer performed an instrument check. The investigation could not identify a product problem. The cause of the event could not be determined. The issue is consistent with incorrect pre-analytical sample handling.